Event description:
Patient was revised to address dislocation. It was also noted that the liner was cemented into the acetabular cup causing the unstable construct.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Using cement product to have placed this pinnacle liner into the s-rom platform cup, reported as yet implanted, is not recommended use. Use error may have been a factor. Based on the investigation a need for corrective action is not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.